Event description:
It was reported that this patient experienced an atrial arrhythmia in which this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and shocks due to the rythmid algorithm becoming uncorrelated. This arrhythmia was faster than the programmed ventricular tachycardia (vt) zone. After the fourth shock was delivered the rhythm accelerated to atrial tachycardia. After the fifth shock the rhythm slowed however persisted after the final shock was delivered. It was noted that therapy was exhausted. Technical services (ts) discussed programming optimization. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.